Manufacturer narrative:
(B)(4). The patient passed away on (B)(6) 2014. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced potential peritonitis and passed away coincident with therapy for peritoneal dialysis. Leading up to death, the patient was hospitalized for possible peritonitis and therapy was discontinued. Treatment information was unknown. The patient later developed sepsis and passed away. The cause of death was reported to be sepsis. It was unknown if an autopsy was performed. No additional information is available at this time.